Manufacturer narrative:
Investigation summary: four photos and six samples were received by our quality team for evaluation. From the photos, a white solution was observed between the rib of the stopper. One actual sample and five representative samples were received. In the actual sample, a white solution was observed between the rib of the stopper. All six samples were subject to the leak test and passed, no leakage was observed on any of the returned samples. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as the team was not able duplicate the failure, the root cause could not be determined. Rationale: no CAPA.

Event description:
It was reported that syringe 50ml ll precise leaked. The following information was provided by the initial reporter: during medication preparation, medicine was leaked out from plunger.